Manufacturer narrative:
(B)(4). D10: medical product: lcck fem implant sz f-r: catalog#00599401692, lot#j8009911; st prc tib plt size 5: catalog#00598004701, lot#j7943488; green articular surface 10mm height size e,f with locking screw: catalog#00599404010, lot#67560184; 13mm diameter 100mm length offset stem extension combined length 145mm: catalog#00598802013, lot#66624320; all poly petella standard cemented size 32 mm diameter 8.5 mm thickness: catalog#00597206532, lot#67558641; palacos 40g high-viscosity cement + gentamicin: catalog#66017771, lot#77571729. G2: foreign - event occurred in france. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately one (1) month post-implantation, the patient was hospitalized as they began to experience a progressive onset of dyspnea, low-grade fever and a warm, inflamed joint with effusion. The wound became erythematous and diagnostics were performed which concluded that an infection was present in the implanted joint. The patient was prescribed antibiotic therapy for six months. During the additional hospitalization, the patient also experienced a pulmonary embolism and was prescribed a full-dose anticoagulation for three months. All devices remain implanted and no further intervention is planned at this time.